Event description:
It was reported that during this patient hospitalization, the heart rate increased and exhibited pain in the heart. The device was checked and it was working as expected. The patient wanted to understand more clearly what this subcutaneous implantable cardioverter defibrillator (s-ICD) captures. This s-ICD remains in service. No adverse patient effects were reported.